Manufacturer narrative:
This device is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this device recorded a (B)(4) indicative of battery voltage too low for the projected remaining capacity. Surgical intervention was performed and the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Boston scientific received additional information that this device was disposed of at the hospital and will not be returned back for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.